Manufacturer narrative:
Batch review performed on 06 august 2021: lot 166096: (B)(4) items manufactured and released on 17-nov-2016. Expiration date: 2021-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
10 months after the previous surgery the patient came in reporting stiffness in the knee and the cause of the stiffness is unknown. The surgeon revised insert 17mm s2 with an insert 10mm s2. The surgery was completed successfully.